Manufacturer narrative:
Programmer model: 8840, serial# unknown, catheter model: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown. (B)(4).

Event description:
It was reported that the pump was filled with 4000mcg/ml and was not reprogrammed. The patient had an overdose of baclofen. The patient went to the ER on (B)(6) exhibiting symptoms including: decreased level of consciousness, difficulty breathing, and possible seizures. The reprogramming issue was reported four days later and the pump was programmed to minimum rate mode to allow for "metabolism of extraneous drug". At that time, the patient was more alert but legs were still stiff despite "significant" baclofen in her system. The patient also had "a uti' and likely "progression of her ms". The patient was last reported to be stable, recovered to baseline, and doing "well" in rehab. The pump was infusing baclofen.